Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device was broken at approximately 5 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a crack in the distal portion of the catheter occurred. A 65/035 imager ii angiographic catheter was selected for use. During unpacking, a crack in the distal portion of the imager ii angiographic catheter was noted. The procedure was completed with another imager ii angiographic catheter. No patient complications were reported and the patient was fine.